Event description:
Report rec'd from the USA stating that during a total knee explantation procedure, as the surgeon was cutting into the tibial stem, it was observed that the system console "generated an e6 error code." According to the report, the system was turned off, as it was observed that the motor device was overheating. The surgeon wrapped the motor device in a cool cloth. After a few seconds delay, the system was restarted and surgery resumed. The rptr clarified that the device had to be shut down a total of three times during the procedure, and the surgery was delayed a few seconds each time. An alternate motor device was used to complete the surgery successfully. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The motor device was rec'd for eval. Upon completion of the eval, a supplemental report will be sent.